Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j10894r69, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. There was not a suspected problem with the device or therapy. A MRI was performed for a chronic pain problem. Compatibility guidelines were requested for MRI. The event date was reported as 10 - 20 years ago. It was noted that they are going to take the pump out because it hasn't done anything. Additional information received from a healthcare professional reported the date of onset of the reported event was (B)(6) 2015. The patient first started experiencing lack of efficacy in 2011. It was clarified that there was not device issue, patient/therapy issue, or procedure issue. The device was just ineffective. The MRI results were not yet available at the time of report. The cause of the lack of efficacy was reported to be due to degenerative spine changes. The actions/interventions take to resolve the lack of efficacy and chronic pain problem included oral analgesics and physical therapy. The lack of efficacy and chronic pain problem was not resolved. The health care provider (hcp) saw the patient on (B)(6) 2015, and the patient wanted the pump out due to lack of effectiveness.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.